Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device was returned for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Electrical measurements according to specification could not be performed, as the electrode was received in a destroyed and fragmented condition and the distal electrode end was not available for analysis. Basic electrical resistance measurements were carried out on the available proximal electrode fragment and showed no irregularities. Further analysis was not possible because the electrode was fragmented upon receipt. Based on the available data, the reported clinical observation could not be linked to a device malfunction. The root cause remained undetermined.

Event description:
Patient woke up with new quadricep pain after implant. The pain continued with no change after multiple doses of pain meds and steroids so doctor had to remove entire system about 4 hours after implant.